Manufacturer narrative:
The field service engineer (fse) was at the customer site and confirmed what the customer reported. To resolve the issue the fse replaced the rbc chamber and rbc latex calibrator. Bec internal identifier (B)(4).

Event description:
The field service engineer (fse) was at the customer site and confirmed what the customer had reported. To resolve the issue the fse replaced the rbc chamber and the rbc latex calibrator. Bec internal identifier (B)(4).

Manufacturer narrative:
Follow up 01: section b5 describe event or problem: entry corrected to reflect required information. Section h10 additional manufacturing narrative: new information regarding the chronology of events regarding the resolution was received. The customer initially cleaned the instrument, and the issue was thought to be resolved. The customer called back on (B)(6) 2022 stating the issue was happening again. The field service engineer (fse) was at the customer site and confirmed what the customer had reported. To resolve the issue the fse replaced the rbc chamber and rbc latex calibrator. The fse confirmed that there were no leaks in the instrument and controls all passed. Bec internal identifier (B)(4).

Event description:
The customer reported erroneous high platelet (plt) results were generated on their dxh 520 cp hematology instrument. There was no report of an adverse event as a result of this occurrence. There was no report of death, injury, or change to patient treatment.